Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was also experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted device will not be returned. No further information could be obtained.